Event description:
It was reported that thresholds on the right ventricular (rv) lead had slowly increased since implant and there were intermittent episodes of non-capture. A micro-dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.